Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) exhibited oversensing and undersensing during tachycardia and atrial fibrillation episodes. It was further reported that the icm experienced false atrial fibrillation (af) episodes. The icm remains in use. No patient complications have been reported as a result of this event.